Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The air dermatome was manufactured on december 18, 2013 and was over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed slight scuffing to the neck. The thickness lever was loose. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the device did not power on. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was skipping/tearing graft. No adverse events have been reported as a result of the malfunction.